Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 340mg/dl. The caller stated that the customer experienced vomiting before his admission. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found several different alarms including motor error alarms. Assisted the customer to run the manual prime test and the insulin did exit. The mother stated that the device was not exposed to an MRI. Performed the displacement and self test and they passed. Advised the caller that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the low reservoir and auto off alarm function properly, and all operating currents were within specifications. The device passed the self, basic occlusion, and the displacement test. The motor was tested and passed the motor test. However, the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. The device had scratched display window, cracked battery tube threads, and missing end cap sticker.